Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead oversensing was causing delays in bv (biventricular) pacing. Variable rv lead trends were also observed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received on the remote transmission was reviewed by qualified personnel. It was observed that there was intermittent t-wave oversensing (twos) on the current egm for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.